Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator delivered a shock and the patient reported to the emergency room (ER). It was reported that the patient underwent surgery to correct an issue with a lead (no details were available). The patient was inquiring whether or not guidant would reimburse him for the ER visit.